Manufacturer narrative:
Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: (B)(6) 2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine implantable pulse generator (ipg) replacement, the physician accidentally cut the lead 977c265 specify surescan magnetic resonance imaging (MRI) 2x8 while cutting sutures around the battery. The lead, which was a paddle type, could not be replaced during the procedure because the physician was not a neurosurgeon. The original implantable neurostimulator 97702 prime advanced magnetic resonance imaging (MRI) was explanted as planned, and the lead was sutured into the fascia before the pocket was closed. No new ipg was implanted during the procedure. The patient will require additional surgical intervention and will be referred to a neurosurgeon for complete lead replacement and new ipg implantation. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.